Manufacturer narrative:
The device was returned to the service center for evaluation. The control body of the scope was inspected and found that the pink rubber of the scope's probe was noted to be flappy. The scope's forceps cover was missing. There were five broken elements observed to be broken in the ultrasound image. The elevator channel water flow was found to be loose. Further inspection found the scope's bending section frayed with one broken strand. The scope connector was damaged and issues with the scope's angulation was noted. The control knob of the scope was noted to have low tension and loose play during movement. The scope's ID chip displayed a total of 274 uses. The device was repaired and returned to the customer. An investigation is ongoing to obtain additional information regarding the reported event. If additional information is received this report will be supplemented accordingly.

Event description:
The service center was informed that during an unspecified procedure, the ultra sound image was distorted. It is unknown if the intended procedure was completed. There was no patient injury reported.

Manufacturer narrative:
This supplemental report is being submitted to provide the additional information and lm investigation. Additional information received from the customer states the event occurred prior to a therapeutic eus procedure, no other devices were involved in the event and there was no delay in the procedure and the intended procedure was completed with a different device. No patient information was available. An extera iii cv- 190 was being used with the device at the time of the procedure. The connections, settings and electrical contacts or optical connecting part was checked and found to be correct. No error codes were displayed at the time of the event. The device was inspected prior to use and no abnormalities were noted as well as no abnormalities noted in the connecting cables. In addition, the legal manufacturer (lm) reviewed the content of this complaint for further investigation. The lm reported that the most probable cause for the reported event is as follows: it was presumed that this phenomenon occurred because excessive force was applied to the subject part by user¿s handling. Since it may be prevented by observing descriptions on the instruction manual, it is considered that the phenomenon was caused by user¿s handling. Occurrence mechanism excessive force was applied to the part of the ultrasonic acoustic lens due to user¿s handling during use, cleaning, transportation, storage, etc. That caused loosening and floating of the subject parts. The device continued to be used in that condition and the subject part was scratched and torn, and then the inside was exposed. The legal manufacturer confirmed the instruction manual of the gf-uct180, the following was described. It was judged that this may prevent the indication phenomenon. Important information ¿ please read before use warnings and cautions (p.7) warning ¿do not strike, hit, or drop the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector. Also, do not bend, pull, or twist the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector with excessive force. The endoscope may be damaged and could cause patient injury, burns, bleeding, and/or perforations. It could also cause parts of the endoscope to fall off inside the patient.¿ as a result of the DHR review, it was confirmed that there was no abnormality in manufacturing, concession, and variation.